Event description:
It was reported that an atb35 was used during an unk procedure. It was reported by the affiliate that after the first firing, the jaw broke (not sure if anvil dislodged) a new one was used to complete the case. There was no consequence to the pt.